Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during a total vaginal hysterectomy, bilateral salpingo-oopherectomy, posterior repair, and non-bsc sling placement procedure performed on (B)(6) 2010 for the treatment of uterine prolapse with midline cystocele with urinary stress incontinence and rectocele. There were no complications noted during the surgery, and the patient was taken to the recovery room, alert, with spontaneous respirations. As reported by the patient's attorney, the patient has experienced an unspecified injury as a result of the surgery.

Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2010, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6); (B)(6) hospital: (B)(6). Block h6: the following imdrf patient code captures the reportable event of: e2401 - unspecified personal injury. The following imdrf impact code captures the reportable event of: f12 - patient had filed a legal claim for injuries related to the device.